Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm. Event date is an approximation. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).